Event description:
It was reported that during a sleeve procedure, the device fired four reloads but failed to staple in the last firing although it cut through the tissue. Unknown how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.